Manufacturer narrative:
The customer examined the ise (ion-selective electrode) module and found the sample pot was dirty. There were deposits/debris in the ise tubing. The customer cleaned the sample pot and replaced the tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported erroneously high potassium (k) results were generated on the au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.